Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, ventricular tachycardia was induced. The issue was resolved during the procedure using burst therapy via the pacing system analyzer and the right ventricular lead. No further treatment was required and the patient was discharged home the same day.